Event description:
It was reported that the patient had pain in tha and ended up having an infection. The surgeon removed all implants and placed an antibiotic spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6020-0537, lot # 19631902, description: accolade tmzf hip stem # 5; cat # 6260-9-236, lot # 28340304, description: v40 cocr lfit head 36mm/+5; cat # 2030-6540-1, lot # 343443702, description: 6.5 cancellous bone screw 40mm; cat # 2030-6516-1, lot # arvmha, description: 6.5 cancellous bone screw 16mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.